Event description:
It was reported that (4) devices were used during an unknown procedure. It was reported by the affiliate that the pmw55 staplers from box had stapler stick to skin of pt. It was unknown how the case was completed. There was no consequence to the pt.